Event description:
It was reported that over the last few months the right ventricular (rv) lead had high impedance and high thresholds. Lead fracture is suspected. The lead was explanted and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the high impedance/threshold and possible fracture described in the event. Other than explant damage there were no anomalies observed on the returned full lead. All electrical testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. (B)(4).